Manufacturer narrative:
Information reported on 5-july-2021 indicated a react-71 catheter was used in this event. The use of the react-71 was not noted in previously reported information. Therefore, this device is being initially reported at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced a procedure and device related malignant stroke of the right middle cerebral artery on (B)(6) 2020 with a fatal outcome. Post-procedure non-contrast CT showed hypodensity with mass effect (malignant). No additional information was provided at the time of the report. Additional information received noted that there was no device malfunction. Additional information received reported an (B)(6) woman who, being previously asymptomatic, in the presence of her daughter, f ell to the ground with left hemiparesis and drowsiness. Consequently, she was transferred to hospital (B)(6), where cranial CT scan and CT angiography showed occlusion of distal segment of right ica with aspects 8. After contacting telemedicine stroke unit, treatment with rtpa was prescribed and, after airway protection by endotracheal intubation, she was transferred to the hospital to assess endovascular treatment. On arrival, patient was transferred directly to arteriography lab. First sequences confirmed presence of occlusion of m1 segment of right mca. First pass was performed with solitaire and distal aspiration with react, achieving tici 3. Consequently, treatment was completed with no complications, and patient was transferred to ICU-trauma. Follow-up CT scan the next morning was recommended. Follow-up cranial CT scan showed subacute infarction affecting almost entire deep and superficial territory of right mca with risk of malignant course. Therefore, she was assessed by neurology department who reported that, in view of findings visualized on CT, and assessing benefit-risk taking into account the patients context, in view of extensive infarction and patients age, she would not be eligible for surgery with poor short-term prognosis. Patient was also assessed by neurosurgery department, who considered patient was not eligible for surgical treatment, decompressive craniectomy. During her stay in the unit, neurologically poor clinical progress with impaired level of consciousness, gcs drop of 4-5, pupils initially weakly reactive followed by bilateral nonreactive mydriasis, associated absence of corneal and cough reflexes although with some spontaneous respiration, performing extension movements with upper limbs. Transcranial doppler showed slow flow in both middle cerebral arteries with progressive systolization thereof. In past 12 hours, patient progressed to brain death with bilateral nonreactive mydriasis with complete absence of brainstem reflexes and no motor activity. Date of procedure: (B)(6) 2020. Death date: (B)(6) 2020. Additional information received reported core lab image review of CT done on (B)(6) 2020 confirming previously noted infarct findings and described as "suspected pontine / mesencephalic infarct." It was determined the infarction could be in a new territory as baseline initial clot was at right mca-1. It was also noted that there were no pre-procedure images to compare. It was also noted in the report that a react-71 catheter was used in the procedure.